Event description:
Complainant alleged that the clinicians twice attempted 200 joule defibrillations on a 60 year old pt (gender unk) who was in cardiac arrest, but the device would not shock the pt on either attempt. The device was in manual mode and the medics were using a multi-function cable and non-zoll brand electrodes (matrix brand) with the device. The medics then switched to paddles, and again attempted to defibrillate the pt, but the device screen displayed an error message "something like check connection." The medics then changed the device battery and checked all connections and all appeared secure. The device then suddenly became operational and the medics changed back to electrodes and delivered several shocks to the pt. Suddenly, the device stopped working again, device screen displayed the same error message. The medic again checked all connections, including disconnecting and reconnecting all connections, but the device still did not shock the pt on three add'l defibrillation attempts. The medic then obtained another device to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.